Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor found the luer hub/fiting connection leaked during used on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the doctor found the luer hub/fiting connection leaked during used on the patient. No harm for the patient." The user changed to a new set. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cannon ii plus chronic hemodialysis kit including one threaded extension line (c-30038-001a) and the irrigation tube (c-30038-001a ) for analysis. The connector assembly (j-71524-001a) was not returned. Visual analysis did not reveal any defects or anomalies on the threaded extension line. Leak testing was performed per the product instructions-for-use (IFU) which states , "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s)." A lab inventory syringe filled with water was used flush the irrigation tube with the distal end occluded. No leaks or blockages were observed. A manual tug test confirmed the luer hub was securely attached to the extension line. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "securely attach irrigation tube to proximal end of catheter body. Flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube. Examine catheter and extension lines before and after each treatment for any signs of damage. Do not use sharp instruments near extension lines or catheter. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The complaint of a leaking connector assembly was not able to be confirmed through complaint investigation of the returned sample. The connector assembly was not returned. Functional testing of the returned irrigation tube did not reveal any signs of leaking. A device history record review was performed, and no relevant findings were identified. Based on the sample received, the probable cause cannot be determined without the connector assembly returned for analysis. Teleflex will continue to monitor and trend on complaints of this nature.